Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose of 45 mg/dl and that the insulin pump alarmed weak signal. Troubleshooting found that the drive support cap was normal and priming technique was reviewed for the customer. The displacement test passed for the pump and the customer was advised to speak with their doctor regarding the low blood glucose.